Event description:
It was reported that during a device downgrade procedure, this right ventricular (rv) lead was surgically abandoned due to damage of the lead body. No additional adverse patient effects were reported.